Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2308062, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed only the label of the packaging. The actual device was not visible in the provided photo. Therefore, based off the provided photo the engineer was unable to verify the reported defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not fully retract after pressing the white button. The following information was provided by the initial reporter: failed safety mechanism on the bd insyte autoguard. Needle will not fully retract after pressing the white button.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not fully retract after pressing the white button. The following information was provided by the initial reporter: failed safety mechanism on the bd insyte autoguard. Needle will not fully retract after pressing the white button.